Manufacturer narrative:
The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. Other text : device location unknown

Event description:
Post procedure follow up received regarding patient who underwent the placement of a prefyx pps system, performed in 2006, for stress urinary incontinence. On the next day, the patient complained of lower abdominal pain including left inner thigh, and nausea, vomiting and elevated temperature. In office examination revealed patient is stable with mild left lower abdominal pain on deep palpation and left labial and inner thigh discomfort. Full range of motion on both lower extremities with decreased ability to adduct left leg. Rest of examination normal. Patient was sent to be evaluated in ER, labs and abdominal/pelvic are all normal. Physical examination the following day indicated the patient still experiencing left lower quadrant abdominal discomfort, labial and inner thigh but dramatically improved, and patient is ambulating well.